Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the air/water supply volume did not meet standard value due to clogging of the nozzle. In addition, evaluation found the water removal ability did not meet standard value due to clogging of the nozzle, bending angle in the up direction did not meet standard value due to wear of the angle wire, the bending tube was deformed, the bending section cover adhesive was chipped, the connecting tube was discolored, the forceps channel was shaved, the control unit was discolored, and multiple parts of the scope was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope had no air supply and only a little water supply. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign objects. The report is being submitted due to foreign objects in the nozzle found during evaluation.

Event description:
Additional information received from the customer reported the defective air and water supply was found during pre-use inspection. No further information about the event was available from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.